Event description:
Initial reporter indicated to their mfg consultant that their (B) (4) handheld computer is freezing upon interrogation. Soft resets were performed but the problem persists. The handheld is at the MFR pending completion of product analysis.